Event description:
Reporter noted patient suffered posterior capsular rupture of lens after thermal treatment of periphery of retina. Questions if system delivered correct wavelength. Patient was referred to another surgeon for cataract surgery.

Event description:
Received additional information: patient prognosis reported as poor.